Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported by the rep that the lap adjustable band was implanted in 2008. Four weeks post op, the patient began having problems swallowing and a fluoroscopy was performed, but the band was found to be placed correctly. The patient was still having problems swallowing and was re-admitted three months later, to take another look at the band. They found an infection at the band, but no erosion was found. Due to the infection, the band and the port was removed. The patient is doing fine. There is no plan to implant another band.